Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump was alarming with no message. It had been on since 10 am, it was then 8:30pm; when the cassette was placed on the back up pump, it gave a no disposable alarm. Troubleshooting methods proved unsuccessful. A back up cassette resolved the issue. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.